Manufacturer narrative:
The customer¿s report of backflow from the secondary to the primary was confirmed and replicated. No anomalies were observed during initial inspection. The check valve was inspected under magnification and was noted to be assembled in the set correctly with the silicone membrane centered. Functional testing confirmed backflow, indicating a faulty check valve. Disassembly of the check valve resulted in normal findings. No particulates were noted on the diaphragm membrane. The root cause of backflow from the secondary to the primary was not identified.

Manufacturer narrative:
Concomitant product(s): a 50ml baxter bag ndc 0338-0553-11, lot p351213, exp jun 2017, 0.9% sodium chloride injection; two (2)grms cefotetan ndc 63323-366-20, lot 0001d52, exp 09/2017; a 1000ml baxter bag ndc 0338-0049-04, lot v16f29b, exp dec 2017, 0.9% sodium chloride injection; therapy date unknown. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that antibiotic from the secondary bag flowed into the primary bag which was hung lower than the secondary infusion. There is no report of patient harm.